Event description:
The customer reported the stored images that are stored not working properly. They are having blank screens and odd, black pixels whenever there is the last image on the monitor.

Manufacturer narrative:
The ge service rep found the pixel dots were caused by a loose connector on image processor pcb. He repaired connection and tested system by taking and saving fluoro shots system operating as intended.